Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected oversensing of noise on the right ventricular (rv) channel resulting in inappropriate anti-tachycardia pacing (atp). Subsequently, the patient underwent a revision procedure, and this ICD was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. Device return is expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Therefore, laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected oversensing of noise on the right ventricular (rv) channel resulting in inappropriate anti-tachycardia pacing (atp). Subsequently, the patient underwent a revision procedure, and this ICD was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported.